Event description:
After wearing the gloves, a nurse experienced hand blistering, and small red bumps that oozed. Nurse sought medical care, had testing done, took corticosteroids, and missed over a month of work.